Event description:
It was reported that the patient was experiencing a possible pocket site infection. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg pocket site was moved to the opposite side and the ipg was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
A patient was experiencing a possible pocket site infection was reported to abbott. The patient's ipg pocket site was moved to the opposite side and the ipg was explanted and replaced. Therapy was restored. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.